Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 300 mg/dl. A replacement pump was sent to the customer. Multiple attempts were made by tandem technical support to ensure a back-up insulin therapy was obtained; however, a response was not received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.